Manufacturer narrative:
Suspect device received on november 29, 2023 device evaluation completed on december 01 , 2023: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturing date: 30/apr/2008. Expiration date: 29/apr/2012.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: asymmetry issue mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a primary breast augmentation with a mentor smooth round moderate profile 375cc on the left, and 325cc on the right side, saline prosthesis experienced left sided deflation, and bilateral asymmetry issue post procedure. . A physical examination was performed by a physician and deflation was diagnosed. As a result, patient underwent bilateral replacements as follow: left/ cat: 3503330 serial number (B)(6), right/ cat: 3503330 serial number (B)(6) on october 20, 2023. This report relates to the right side.